Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with worsening driveline infection and drainage with foul smell for 3 days, cough, and shortness of breath. Patient underwent an incision and drainage (I/d) on (B)(6) 2026. The patient was started with by mouth (po) augmentin and doxycycline. The blood and surgical culture negative. The patient was discharged with home health care (hh) and wound vacuum-assisted closure (vac) on (B)(6) 2026.